Manufacturer narrative:
The pump was received with a displayable history crc check failed on startup alarm in the alarm history screen due to a corrupted history file. The history on the pump was not specified in the customer complaint and they were unable to upload to carelink pro due to the corrupted history file. The pump had a scratched lcd window, cracked display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a displayable history crc check failed on startup alarm on the insulin pump.